Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reported that for the past 2-3 days when they go from laying to sitting, their ins is not accurately recognizing the positions. Caller stated that their upright position is set to 4.8 and it appears that it recognizes when caller changes positions but when they use the up and down arrow, the intensity is lower than 4.8. Tss reviewed information. Caller stated they will reach out to their local rep directly. Additional information was received from the patient (pt). The pt reported that their implant began registering sitting position as lying supine and has continued to do this intermittently. Pt said reprogramming was done which improved but did not consistently. The issue was not resolved. Pt said a manufacturer representative (rep) told them they would have to manually change incorrect position recognition by increasing and decreasing supine intensity levels as needed. Pt said this was not a fix but a work around and was very disappointed.